Manufacturer narrative:
No patient was present. Loose hardware directly caused event. The portion of the bracket that contains the db15 connector is loose. While attempting to secure the screws for this portion of the bracket it was discovered that 4 of the internal wires had broken off from the solder connections which would effect functionality.

Event description:
A medtronic representative reported that the bracket on the nc4 multivision microscope would not tighten down. The rep stated that she took off the bracket and could not tighten the screw to fix the issue because it was inaccessible. This event did not occur during surgery and no patient was present.